Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir was leaking. The customer's blood glucose level was 137mg/dl. The customer states that insulin was squirting out. The customer was advised the reservoir would be replaced.